Manufacturer narrative:
Thermo fisher scientific opened a complaint record to document the problem as described in the voluntary medwatch report mw5110560. No additional customer information or data files were provided to confirm the allegations of a false positive result.

Event description:
On 26-jun-2022, the mother of the patient submitted a voluntary medwatch report # mw5110560 to FDA. Thermo fisher scientific was made aware of the event by FDA's division of surveillance on 01-jul-2022. The report indicates that the patient was tested for covid-19 using the taqpath covid-19 combo kit and received what she felt was a false positive result. Due to this result, the patient then took pcr tests for the following 3 days, all yielding negative results. The patient's mother indicated that her son received a negative result 7 days prior to the suspected false positive result as well. She also indicated that the patient was negative on 5 at-home tests and 1 rapid test at a medical facility. The reporter did not allege any death, serious injury, nor medical intervention to prevent such and it is presumed that the patient remained asymptomatic throughout. No additional details were provided; the reporter asked to remain confidential. The customer (test lab) was redacted or not provided and no sofware data log files were provided to confirm the allegations of a false positive assay result.